Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D6: d6a. If implanted, unknown. D10. Concomitant medical products: tsvmwb10, imp, tsv, mcol mg,4.7mm,10m lot 1266116. E1: reporter name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The doctor reports that both implants present an issue, as one failed due to an infection and the other has a damaged hex. The procedure was completed with the placement of other implants. The doctor reports pain and the bone type is unknown. The affected dental positions are 26 and 36. This complaint refers to the infection.